Event description:
During a routine hemodialysis treatment, an external filter blood leak occurred at the filter venous cap. The amount of blood lost through the leak was estimated at approximately 236cc before treatment was discontinued. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned to nxstage as requested, therefore, the exact cause of the filter leak cannot be determined. There was no patient injury as a result of this event. The user's guide includes the following warning, "nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." The device labeling is appropriate for the safe and effective use of the product. This appears to be an isolated random event. Nxstage medical considers this report closed. No additional information will be provided.